Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 563 mg/dl with high ketones. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the ER. The cause for the reported issue was due to the pump battery being unable to charge. The customer reverted to an alternate method of insulin therapy.